Manufacturer narrative:
The glucose and total protein reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable low results near zero for an unspecified number of patient samples tested for multiple parameters on a cobas 8000 c 502 module. The customer provided data for one patient sample with discrepant glucose hk gen.3 results and a second patient sample with discrepant results for total protein. The customer repeated patient samples on a second analyzer due to initial results that were near zero. The repeat results were deemed correct. The first sample initially resulted in a glucose value of 1 mg/dl and it repeated as 90 mg/dl. The second sample initially resulted in a total protein value of 0 g/dl and it repeated as 7.3 g/dl.

Manufacturer narrative:
Quality control recovery was acceptable. There was no indication of a reagent performance issue. A review of alarm trace data did not show any relevant alarms. The customer completed a probe wash. Quality controls were within range on multiple tests. No other abnormal samples were reported by the customer. The investigation determined the customer's action of washing the probe resolved the issue.